Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had new software release detected. The customer's blood glucose level was 160 mg/dl at the time of incident. Customer stated that the error occurred again for the second time after clearing the alarm. Advised customer to discontinue use of the insulin pump and to revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
New software release detected alarm and failure of flash memory alarm after battery change due to problem isolated on the mother board. Unable to perform all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test due to new software release detected alarm and failure of flash memory alarm.